Manufacturer narrative:
Additional procode = dro. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed a "defib/pace device failure" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect processor/bridge/pace board was returned. The reported malfunction was observed and attributed to a faulty relay on the processor/bridge/pace board.